Manufacturer narrative:
Upon receipt at boston scientifics post market laboratory, visual inspection of the catheter was performed, and no abnormalities were observed. The catheter was functionally tested by inserting a guidewire through the catheter, and the device was able to be fully deployed to basket and flower configurations. Flushing of the device through the irrigation line was also tested. Flushing was not functional in all deployment state. The catheter was dissected and revealed some kinking of the flush lumen, likely causing the flushing difficulties.

Event description:
It was reported that during device preparation for a pulmonary vein isolation procedure, it was noticed that the irrigation port was unable to be flushed. The farawave pulsed field ablation catheter was replaced with another, and the procedure was completed successfully. There was no patient complication reported and the catheter was received for analysis.